Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. As received no damage or anomalies were observed. In attempts to replicate clinical use the cassette bag was filled with 100 ml of water using an ICU medical provided syringe. During the fill process a leak was observed to be coming from the internal bag at the seal of the internal bag. Visual and functional testing was performed. The complaint of leakage can be confirmed due to the failure mode observed of leakage at the internal bag seam. However, root cause analysis is being addressed under a formal CAPA investigation. No additional investigation activities are pending at the complaint level. The lot history was reviewed and, no relevant nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
E: phone number extension: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cassette was found leaking after compounding after addition of drug and saline. The cassette was re-made. There was no patient involvement.